Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retain testing. Source: phone.

Event description:
Customer reporting false positive sofia sars results for 1 asymptomatic (off label use - at the time) patient conducted as a screening. Patient was tested two times with both results sars positive (two separate collection swabs). The customer communicated that the result was confirmed negative 3 times by pcr (2 in-house and 1 external reference lab). 2nd report of 2 positive results.